Event description:
The manufacturer received information alleging active exhalation valve failed was displayed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by an operational check. A functional test was performed and the results were that device passed. An internal inspection of the device was performed and no abnormalities were confirmed. The error log was checked and no record indicating a device abnormality was present. If an evt_aev_failure message was received, it would mean that the active exhalation valve was stuck closed. Although the root cause of the reported issue could not be identified, the proportional valve, 3-way solenoid valve, and system board were replaced as preventive measures.